Event description:
It was reported that a vena cava filter that was implanted at l3, had migrated caudally below l5. The filter ended up partially in the iliac vein and partially in the vena cava. The filter was successfully removed without incident or injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The result of the investigation was inconclusive as no sample was returned for evaluation. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.